Event description:
It was reported that impedance measurements of >4000 ohms on some bipolar pairs were measured. Additionally, it was reported that no stimulation could be obtained. The plan was to remove the entire stimulator. The patient had not used the device in four (4) years. After the patient healed from the explant a trial would take place. If the trial was successful a new implant would take place. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 7495lz25, lot# unknown, implanted: 2002-(B)(6), explanted: unknown, lead model 3487a, lot# j0216851v, implanted: 2002-(B)(6), explanted: unknown, programmer model 7435, lot# unknown, implanted: n/a, explanted n/a.